Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: high watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Log file analysis review date: (B)(6) 2016; log dates through (B)(6) 2016: power consumption above normal operating range. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 4.5w on (B)(6) 2016 outside of normal power consumption. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had power consumption above normal operation that was seen in the log files and elevated ldh's were noted. Patient was said to have been admitted to the hospital. It was further stated that there were no alarms associated with the event. It was stated that the patient was doing fine and no signs of hematuria were present. It was also stated that lysis was discussed and given on (B)(6) 2016. It was also noted that patient continues hospitalized and further discussion on continuation of lysis was stated. Log files were send to manufacturer for review. No additional information was given.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.